Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. G2: the country of the event is jp. H6. Codes belong to the recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for pain. It was reported that about 2 months ago, it started taking much longer to charge the battery. Up until now, if starting from the remaining 20%, it would take about 20 minutes to fully charge the battery. Recently, however, it takes almost 2 hours. Furthermore, the square area in the center of the cable of the controller and recharger often made a clicking sound. In addition, the antenna part became very hot. The issue occurred during normal use. For diagnostics/troubleshooting, the antenna is being charged in a way that it is direct to the bare skin. The issue was not resolved at the time of the report. No health damage was reported.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6): product type accessory product ID 97745ac lot# 182101: product type accessory product ID 97745 serial# unknown: product type programmer, patient product ID 97755 serial# (B)(6): product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. The no device found message was seen during testing. G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.